Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).]

Event description:
It was reported the patient presented with lesser trochanter fracture, periprosthetic of the right femur after the patient fell. The patient underwent an open reduction and internal fixation of the lesser trochanter fracture with implant exchange.